Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as substandard sanitation. The patient was hospitalized and treated with unspecified anti-inflammatory drugs for the event. Pd therapy was ongoing during the treatment. The patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.